Event description:
It was reported that the patient with this left ventricular (lv) lead had a bad fall and this lead was pulled back causing the patient pain at the implant site. This lead was cut and surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.